Event description:
Bovie pencil burn to drape and employee during procedure. No harm to pt. Employee sustained only small reddened area, - 1x1 cm area. Pt was undergoing umbilical herniorraphy repair.